Event description:
It was reported that the programmer would not boot up, or that it froze once it did. The service disk was run but the situation did not resolve. The programmer was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Event description:
It was reported that the programmer would not boot up, or that it froze once it did. The service disk was run but the situation did not resolve. The programmer was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer locks up on the company screen. The system fan is noisy.